Event description:
Boston scientific received information that when this cardiac resynchronization therapy defibrillator (crt-d) replacement device was connected to the chronic right ventricular (rv) defibrillation lead, a greater than 200 ohms shock impedance was recorded in all shock configurations except rv (coil) to can. The local representative suspects that the rv defibrillation lead may have been damaged during the replacement procedure. The chronic rv defibrillation lead was surgically abandoned and replaced. The replacement device remains in-service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.